Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The customer's address is unknown. New jersey (nj), USA has been used as a default. Investigation summary: it was reported the flushes will flush without problem and then abruptly stop. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 0352349. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. The following information was provided by the initial reporter: it was reported that the plunger is malfunctioning.   Verbatim: I just wanted to report an issue we have been experiencing with the 10cc saline flushes. Periodically, but becoming more frequent, as we flush a newly inserted IV, 5cc will flush without problem and then abruptly stop. We have pulled out perfectly good ivs until we realized the plunger on the 10cc flush is malfunctioning. So even we disconnect the flush from the IV, the remaining 5cc of saline cannot be pushed out of the syringe. This does not happen with every flush, but it is happening multiple times a day now.